Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to "faulty air detector error" which was not reproduced due to a constant "reload set!" Alarm. During evaluation, "air in line" alarms were confirmed during a review of the event history log. Evaluation found a failing upstream sensor to be the cause. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had a faulty air detector error. Any patient involvement, injury or medical intervention is unknown.